Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation for a non-reportable condition. During the investigation a secondary condition was detected. The unit had a self-activation/latch on switch failure. This condition has a potential for patient harm. The evaluation found that there was a resistance reading on the multimeter for the coag action without the button being pressed. The device did not pass the self-key test. The device was connected to a generator and there was an alarm, but there was an error observed. The device was disassembled and the copper carrier/body was damaged. It was reported that the device did not activate when keyed, and the button on the device had a failure. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The event had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during open gastrectomy, the power did not activate even though the activation button was pressed. A new handpiece was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found that there was a resistance reading on the multimeter for the coag action without the button being pressed.